Manufacturer narrative:
Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. .no damages were observed that would contribute to the reported communication error. .the cause of the reported communication error could not be determined. .the soft cannula was observed to be flattened and stretched. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. .specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable cgm sensor type: unavailable *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 19 mmol/l (342 mg/dl), while wearing the pod between 5 and 24 hours. They reported encountering communication issues between the pod and the continues glucose meter (cgm) sensor. Since communication did not establish between the two devices, the patient decided to remove the pod. The patient reported once removed from the infusion site (arm), they found the pod had been leaking insulin. The patient was able to resume treatment by applying a new pod.